Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While placing the 2.50x16 mm taxus express2 drug eluting stent, the physician felt resistance and withdrew the stent. Once the stent was removed the proximal side of stent was found to be lifted up. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
.